Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test and displacement test. No missing segments or display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported there were dots where the number one should be in the time. Customer current blood glucose was 226 mg/dl. The device has been bumped into something but has a long tubing and was unsure if has hit the floor. Customer was advised to revert to back up plan. No further information reported.